Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 100% stenosed, de novo lesion in the right superior femoral artery (sfa). The lesion was pre-dilatated with a 5mm balloon, and a 6x150mm absolute pro ll self-expanding stent system (sess) was advanced to the lesion. Deployment was initiated and approximately 2cm of the stent was implanted when the thumbwheel became stuck. It was decided to remove the sess; however, the catheter separated into two pieces and the shaft of the sess broke. The sheath, sess and stent were removed from the anatomy. A new absolute pro was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
The stent was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. The reported mechanical jam and the reported handle break were unable to be replicated in a testing environment as the components were not returned. Additionally, it was noted that the distal sheath was noted to be bunched and the stent mangled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the moderately calcified, moderately tortuous, 100% stenosed anatomy and/or inadvertent mishandling resulted in preventing the shaft lumens from moving freely and thus resulting in the reported mechanical jam and the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation/deployment failure cannot be determined. During removal interaction/manipulation of the device likely resulted in the noted bunched distal sheath, the noted mangled stent implant and ultimately resulted in the reported break and the reported/noted material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.